Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box showed several loss of prime warnings. The pump powered on appropriately and passed ezprime steps correctly. The force sensor was found to be out of calibration. The pump failed the 24 hours duration test due to a loss of prime warning that occurred during the test. The pump cover was removed and a cracked trace was observed near the force sensor flex pin. The force sensor resistance measurement was found to be within specification. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The pump was returned for investigation. Investigation revealed that the force sensor was out of calibration, and there was a cracked force sensor trace. This report is made based on results of investigation completed on (B)(4) 2013.